Manufacturer narrative:
(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident.  A visual inspection found distal tip damage, fiber damage, and a cracked and scratched distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a isolated event.  The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Event description:
It was reported that, before a shoulder arthroscopy, the scope was scratched. No delay and a back up was available to complete the procedure. No other complications were reported. Results of investigation have concluded that this unit had a cracked distal lens which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.